Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part (B)(4) (suction arm) and verify it is not loose. If part (B)(4) (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) -2019. Inspection of the suction arm was performed on 19-dec-2019 where the quality control inspector found the following: suction arm loose, insertion tube non-pentax material, distal body chip at channel opening at thinnest part, pve electrical pin corroded, fluid invasion in control body, fluid invasion in segment section, image blackout, failed dry leak test, pve electrical connector frame has severe corrosion, up/ down control knob/ lever cracked, failed wet leak test, light carrying bundle has less than 70% transmission, fluid invasion in pve connector, control body chipped at opening near #4 button, bending rubber pinhole, fluid invasion to insertion tube, control body corroded, ccd circuit board corrosion, primary operation channel resistance, insertion tube root brace cut, fluid invasion in umbilical light guide cable, shield cover corroded. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs were performed where the loose suction arm was correction, and the unit returned to inventory. Parts replaced: distal end w/ccd-m pb-free/ntsc, bending rubber, insertion flex tube w/seg pb-free, control body complete pb-free, lg cable connector assy imp-1 ntsc, shield cover, light guide cable, o-rings and seals, insertion/s-nipple, attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). The video bronchoscope is currently awaiting repairs and qc final approval as of 08-jan-2020.